Event description:
Patient reported the loss of 1 v-go 30. On (B)(6) 2020, patient was trained by tbl and v-go was applied at 10:30 am. Patient reports that the v-go was applied to her upper thigh and there was no increased movement or interference with clothing, and the application site was properly prepared. Patient reports that at approximately 5 pm on (B)(6) 2020 the adhesive pad became detached from her skin and the v-go fell off.